Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a problem with the device in 2013. The patient stated that she contacted her health care professional to resolve the issue. There were no further symptoms or complications reported or anticipated.